Event description:
The report indicated that the customer experienced a seven-and-a-half hour period where bg levels remained consistently high (368-441mg/dl) with large ketones despite having administered multiple correction boluses. Per "doctor's orders," he was taken to the hospital. (The length of stay and the treatment received in the hospital was not provided.) He stated that the "cannula was kinked and had blood, " though no hazard alarm had initiated. The hospital discarded the pod (per protocol) - it will therefore, not be returned for evaluation.

Manufacturer narrative:
The pod was discarded at the hospital and will not be returned for evaluation - we are unable to confirm any device malfunction that may have prevented or restricted insulin flow, rendering bolus attempts ineffective. Though a cannula kink was reported, we are unable to evaluate the fluid path for any obstruction that would have impeded insulin delivery to the customer. Based on the information provided and in the absence of a device evaluation, we cannot confirm that the pod was a contributing factor to the customer's high bg levels. No conclusion can be drawn. The omnipod user guide instructs the customer to "replace the pod" and "contact your healthcare provider for guidance" if blood glucose levels remain high for a total of four hours after a correction bolus was first administered. The customer's bg history shows that the device had been worn for seven hours after the first bolus was administered before being deactivated. (However, medical attention had been sought during this seven hour period.) No pod lot number was provided - a review of lot qualification records was therefore, unable to be performed.